Event description:
I received memory gel breast implants in (B)(6) 2008. In (B)(6) 2008, I began experiencing changes in my health. Prior to my implants I was a very social, hard working, high energy and healthy person -worked out 4 days per week. I now do basically nothing, but work and rest so I can have energy to go to work the following day. I now have extreme fatigue, hair loss, joint pain, brain fog, and my eyes and muscles ache everyday. I will be having the implants removed -en bloc- at the end of this month. I am going to a different surgeon, as my original surgeon says implants cannot cause illness. I am part of the FDA's 10 year study, but thought I shouldn't wait until (B)(6) to fill out a survey. I contacted mentor and they told me to tell my dr. -plastic surgeon- to report my symptoms. My plastic surgeon makes a living off of implanting women, I'm concerned the message won't be properly relayed. I will be writing a letter to him with mentor's request after my surgery. My thoughts at this time are that I believe the dr's should be required to inform pts of the risks and symptoms to look for after surgery regarding illness. They should be told prior to surgery so, they know what to look for and can be proactive. Just like anything else a body can be allergic to, can't we be allergic to implants? The drs. Tell you when you go in for a consult prior to surgery that implants are perfectly safe and do not cause health issues. This is dangerous. I went to my 1 year post op visit and was told there is no way my symptoms could be related to my implants. A year and a half later my symptoms are worse. I will send an update post surgery and will continue to fill out my annual survey provided by mentor. Dates of use: (B)(6) 2008 - (B)(6) 2010.